Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection, and air detector testing were performed. The customer's concern regarding air in line error was duplicated. According to the investigation, the pump failed air detector testing and had visible damage air detector. The investigation reported that the reported problem was caused by the customer damage. Investigator's replace the pump air detector to correct the reported problem. The problem source of the reported problem is user interface.

Event description:
Information received a smiths medical cadd solis vip 2120 device alarming air in line. No further information or adverse patient events reported.